Event description:
It was reported by the customer that when using the pyxis ciisafe scanner was not functioning. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that barcode scanner was malfunctioning and not scanning. A field service engineer addressed the problem by replacing both the scanner and the usb cable, securing them with tie wraps. The system functioned as intended after the field service engineer troubleshot the device.